Event description:
The surgeon called the company clinical representative (cr) around 5 pm in the afternoon. She said that she wasn't able to get into pacs on the computer (B)(6), although the cst verified the pacs connection on both pcs during the previously performed software upgrade.

Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the ip address was probably not set properly on this computer. It was confirmed that the site can now retrieve from pacs for surgeries on this laptop. However, no troubleshooting was reported. On the event day, the deletion of the pacs temporary folder content failed due to a known software anomaly. This issue will be addressed through the continuous improvement process of our products.

Manufacturer narrative:
Corrected data: b4 date of this report. E1 establishment name.

Event description:
The surgeon called the company clinical representative (cr) around 5 pm in the afternoon. She said that she wasn¿t able to get into pacs on the computer (B)(6), although the cst verified the pacs connection on both pcs during the previously performed software upgrade.

Manufacturer narrative:
Initial report: the device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The surgeon called the company clinical representative (cr) around 5 pm in the afternoon. She said that she wasn't able to get into pacs on the computer (B)(4), although the cst verified the pacs connection on both pcs during the previously performed software upgrade.